Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient inquired as to MRI eligibility. Agent attempted to walk patient through accessing MRI mode; however, patient stated they have not been able to charge in about 6 months because "it just won't charge." Agent reviewed patient is likely not eligible for full body MRI based on leads; patient noted MRI is needed for cancer in the lower buttock. Agent offered to assist patient in charging their device; however, patient declined stating they are going to have it removed because that's the only thing they can do because they don't want to have cancer in them the rest of their life. The patient was redirected to their healthcare provider to further address. Additional information was received from the patient's healthcare provider. Patient's healthcare provider reports the device/therapy was not considered causal/contributory with respect to the patient's cancer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating their implantable neurostimulator (ins) was not removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.